Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is confirmed as the supply bag fell and disconnected which is a known cause of the alarm.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the heater bag had fallen and disconnected. The home patient (hp) stated he reconnected the heater bag and continued therapy. The tsr explained the alarm. The tsr had the hp disconnect aseptically. The hp was told to call the registered nurse (rn) for further medical instructions. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.